Event description:
Caller, representative of purchasing, called in a report that the tube developed a leak cuff during pt use. The caller confirmed decannulation/recannulation of a replacement tube was required. The caller reported that no further details surrounding the circumstances of this report are available. No sample available for analysis. This report is associated to the second occurrence reported on MDR #2936999-2013-00217.